Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the the probe broke about an hour after starting the colon resection procedure.. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is believed that the issue occurred due to the following mechanism: 1. Ultrasound was output while thick tissue was being grasped at the tip of the gripping part, causing the probe and tissue pad to come into contact at the rear end of the gripping part, wearing away the tissue pad and causing some of it to peel off. 2. A load was applied to the peeled tissue pad, causing part of it to fall off, exposing the metal surface of the gripping part. 3. Wear on the tissue pad caused the non-insulated part of the gripping part to come into contact with the probe. 4. Ultrasound was output while the non-insulated part of the gripping part was in contact with the probe, leaving contact marks. In addition, a probe breakage abnormality (u504) occurred. Drawing number and revision number of IFU: rc2058 10. ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.